Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that after product was soaked in sterile water, product is slimy and falls apart leaving pieces in the wound. This is going to delay the recovery process. No patient injury reported.

Manufacturer narrative:
Investigation completed on 03/06/2018. Device history record cannot be reviewed for product 77781 lot number was not provided. Root cause cannot be determined as no samples were returned for evaluation. We did not confirm the issue on the retained sample. Complaint trend was reviewed for the past 2 years and did not receive similar complaints on this product code, lot and this matter. The complaint was forwarded to our vendor for full investigation. As per vendor investigation, no samples were returned for evaluation, no lot number was available and root cause cannot be determined. Vendor had similar testing as per customer¿s description. Vendor had conducted a shake test on the sponge and after the testing, there was small amount of lint fallen off from the sponge which is consider acceptable. Vendor then conducted a soaking test with normal saline to observe for oil and/or slimy situation as per complaint narrative. There was no residuals, oil or slimy situation was noted on the saline solution and the gauze sponge did not break apart. Based on the test results that the vendor collected, the product is conforming its intended use.